Manufacturer narrative:
Device was received with blank display due to power connector not plugged in properly. Unable to verify critical pump error (open book image) alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Customer reported that they received the open book image on the pump screen. It was reported that the insulin pump was totally unresponsive, the screen went black and the insulin pump was alarming and tried with several new batteries and every time the insulin pump was in the same state. Troubleshooting steps were provided for critical pump error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.